Event description:
A patient called to report that she has had problems with rings and halos since she had bilateral intraocular lens implant surgeries. She is not able to drive at night and reports difficulty judging distances. Follow-up with the patient's optometrist revealed that a yag has been performed for each eye with no improvement. Additional information including the patient's current status has been requested from the implanting surgeon. MDR#1119421-2006-00347--eye #1 MDR#1119421-2006-00348 eye#2.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax on 09/20/2006 and 10/12/2006. Phone follow-up was conducted on 09/26/2006 and 10/12/2006. Phone follow-up provided information regarding yag procedures. To date, a completed questionnaire has not been received.